Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was estimated that more than 7 years have passed since the product was shipped and delivered. This reported event is presumed to have occurred due to deterioration of the device over time and handling by the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the output socket or light guide connector issue was confirmed. The service technician performed a burn in for over two hours with test video processor and with several tests scopes. Video image functioning normally and without issue. Scope socket slider switch was worn out causing intermittent use of high intensity mode and scope socket tab was loose and unable to protect socket pins. In addition, corrosion in the air tubing was found. Replaced parts. Unit is equipped with new type switch. The cause can be attributed to wear problem. No further information was reported.

Event description:
The customer reported to olympus that the device's image was coming in and out and the connection was loose. There was no patient injury reported.